Event description:
It was reported that the impedance on the right ventricular (rv) lead increased past the normal range but appears to be stable at 1500 ohms. Carelink was set up for patient. Patient was instructed to seek medical attention if the alert is heard, and will be monitored closely. It was further reported that the impedance has continued to increase on the lead. The capture threshold has also "risen slightly." The lead was capped and replaced. No patient complications were reported as a result of this event.

Event description:
It was reported that the impedance on the right ventricular (rv) lead increased past the normal range but appears to be stable at 1500 ohms. Carelink was set up for patient. Patient was instructed to seek medical attention if the alert is heard, and will be monitored closely. The lead is still in use. No patient complication was reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.